Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Additional information on the event has been requested however no response was received from the customer. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were disturbed from their folded positions and solidified media was evident inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 4.5cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element drug eluting stent was advanced to treat the lesion. However, during procedure while the physician was trying to deploy the stent, it got dislodged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during procedure while the physician was trying to deploy the stent, it got dislodged. No patient complications were reported and the patient's status was stable.